Event description:
It was reported that the user called to request returning an ilet device due to hypoglycemic events, indicating their clinician was assisting and asking to be connected to the relevant support team. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided, and the user was advised on oral glucose intake such as juice or glucose tablets. Investigation of this case revealed no device alerts or alarms reported and no additional device-related findings available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.